Event description:
It was reported by the nurse manager at the facility, that while gently cleaning the tape off of the catheter, while the pt was on dialysis, blood was immediately noted spraying from pin sized holes. The catheter was clamped in three places.